Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 502 mg/dl. The caller stated that the insulin pump was alarming no delivery prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The mother wanted the insulin pump replaced due to the no delivery alarm, and felt that the company was responsible for the customer's hospitalization. Advised the mother that the no delivery alarm is a safety alarm, and that all insulin pumps have this feature. However, advised her that we would replace it for her peace of mind. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.